Manufacturer narrative:
H3: device evaluation: lens was returned in micro-centrifuge vial, dry, residue on product. Visual inspection found haptic torn and with residue on lens. Claim #(B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search - no similar complaint type events reported for units within the same lot. H3 - device evaluation: dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date received by MFR: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -14.50/2.0/139 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a same length, different cylinder axis lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2021, "as the lens was implanted at vertical direction, the vault decreased. (Vertical sts is greater than horizontal sts)"